Manufacturer narrative:
The investigation of access site bleeding has been completed. The impella device was not returned for evaluation. The root cause of the access site bleeding issue was most likely patient movement as the patient developed a hematoma around insertion site after being transferred by flight to new facility. E.4 should have been left blank on the initial manufacturer device report number 1220648-2025-25802 as it is unknown if the initial reporter also sent the report to the food and drug administration.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella cp with smartassist system. Section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output. Use of the repositioning sheath and peel-away introducer. ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events. ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury¿ (including ventricular perforation). This is one of two devices associated with the patient implant experience. Refer to initial medical device report for impella 5.5 serial number (B)(6) with date of event 16-jan-2025 and identifier ending in (B)(6).

Event description:
The user facility reported a patient with an acute myocardial infarction was implanted with an impella cp device for mechanical circulatory support (mcs) and developed a hematoma at the access site that was successfully managed. The patient had chest pain for one week, was taken to the emergency department, and diagnosed with st-segment elevation myocardial infarction. The patient was transported for an emergent percutaneous coronary intervention (pci). One drug-eluting stent (des) was placed in the right coronary artery (rca), and the patient decompensated leading to cardiac arrest. In between resuscitation attempts, the decision was made to implant the impella cp. Once on mcs, the patient stabilized. The pci continued with a second des to the rca and two des to the left circumflex artery. The impella cp site was dressed with minimal oozing and no hematoma present. The patient continued on impella support and was prepped for airevac to an outside hospital. A couple of hours later, however, a "large" hematoma around the impella access site was noted. Heparin rate was reduced to manage the condition, and the site was monitored. Following, approximately five days later, the patient was escalated to an impella 5.5. The impella cp was weaned down and explanted prior to insertion of the impella 5.5 device. Access side port was accessed with a 0.35 wire, and the impella cp was discontinued and successfully removed. A manta closure device was inserted over the wire into the common femoral artery and closure was successful with deployment. Latest patient update for status noted the patient was continued on impella and extracorporeal membrane oxygenation supports, experienced an ischemic cerebral vascular accident, was moved to comfort care and expired.